Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. (B)(4). Concomitant medical products: item number: 00620005420, item name: shell porous with holes 54 mm o.d., lot #: 63703210, item number: 00784501500, item name: femoral stem fiber metal midcoat collarless 12/14 neck taper standard neck offset cementless size 15 standard body, lot #: unknown, item number: 00630505032, item name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, lot #: 63930705. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06263. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to dislocation and stem subsidence approximately 2 months post-implantation. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.